Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product: 4194 non-defib lead (B)(6) 2005; 6949 defib lead (B)(6) 2005; 4558 non defib lead (B)(6) 1996. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high left ventricular (lv) lead threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.